Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 100.9cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube kinks. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that shaft kink occurred. During preparation of a 2.5mm x 20mm quantum maverick balloon catheter, it was noted that the delivery shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis reveals hypotube break.